Manufacturer narrative:
Related MFR #: 2916596-2022-00814 (previous driveline damage). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the ventricular assist device(vad) at home with a driveline power fault and was coming in to be evaluated. The patient arrived to the emergency department with a "driveline power fault" alarm. The patient also had known damage to the driveline above the modular cable connection and that had been taped. The log captured multiple driveline power faults (b). The controller and modular cable replacement did not resolve the issue. Additional information stated that tech services was onsite for a heartmate 3 driveline repair on 31jan2023. There was notable damage on the proximal side of the modular cable connector. It was splinted with tongue depressors and tape for support. Tech services opened up the layers of the driveline until the wiring was exposed and saw multiple black char marks on the wiring. The red power and blue ground were almost completely severed hanging on by a few strands and completely blackened. The yellow and green comm wires had cuts in the insulation but the wiring was intact. It appeared the cuts were superficial. Kapton tape was applied to the comm wires. The black and brown wire were not damaged and fully intact. The blue and red wire were fused together due to the short and had to be pulled apart without damaging the integrity of the wire so they could be spliced back together. This was completed successfully. The repaired area was wrapped with kapton tape and finally a layer of rescue tape. According to the log the fuse was still open so a controller exchange was performed after splicing of the wires and the power faults resolved.

Event description:
Related manufacturer reference number for the first system controller exchange: 2916596-2023-00893. Related manufacturer reference number for the second system controller exchange: 2916596-2023-00894.

Manufacturer narrative:
Manufacturer's investigation conclusion: the onsite evaluation conducted by an abbott representative confirmed pump cable wire damage that would have contributed to the reported driveline power fault alarms observed within the submitted log files. A specific cause for the observed damage could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained events from 19jan2023 through 22jan2023 and 28jan2023 through 31jan2023. Persistent driveline power fault alarms were captured throughout the files beginning on 21jan2023. Following the reported driveline repair procedure performed on (B)(6) 2023, the driveline power fault alarms resolved. No other notable events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters. This section notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and call their hospital contact right away if the driveline is damaged (or might be damaged). Several sections of the IFU and patient handbook also provide information regarding how to clean and care for the driveline. These sections state to keep the driveline clean. As needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.